Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the past 3 months he would intermittently experience low blood glucose values in the 40 mg/dl, 60 mg/dl, and 70 mg/dl range. The patient would treat with food. The customer stated that the auto mode feature automatically delivered insulin at the time of the hypoglycemia event. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.